Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that the patient went into asystole. It was noted that the patient was lost on follow-up since the 2006 implant. Externalized conductors were noted on the right ventricular lead, confirmed under x-ray. The patient was asymptomatic due to the lead malfunction. The lead was capped on (B)(6) 2020, after the physician cut the lead accidentally while opening the pocket for elective generator replacement due to eol. The patient was in stable condition at all times.